Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products: associated product: shell with cluster holes porous 50 mm o.d. Size hh for use with hh liners, pn 00875705001, ln 62076513. Bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14, pn 00877503202, ln 2339291. Avenir muller stem 5 lateral, pn 01.06010.105 ln 4017006. Reported event was unable to be confirmed due to limited information received from the customer. An x-ray image was provided and reviewed. The review stated that the left hip arthroplasty components were anatomically aligned and showed no dislocation, osteolysis, or other anomaly. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision due to dislocation approximately 5 years after initial procedure. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.